Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion through the scrotal wall. The ipp was explanted and replaced with tactra device. There is no additional information reported.